Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports issue with their teeth not fitting well when they bite down. Their molars hit before any of their other teeth.

Manufacturer narrative:
Additional information received: patient reports that their jaw has been hurting on left top side for about a month - mostly when they chew or open their mouth wide - they state that they feel their bite is off on that side. We haved added the codes for this additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.